Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient's ipg no longer communicates with their charging system. Troubleshooting and a replacement charging system were unable to provide resolution. Surgical intervention may be pending to address this issue.

Event description:
Follow up revealed that the patient had stopped charging their ipg as recommended, which resulted in the ipg becoming inoperable. As a result, the patient underwent surgical intervention to have their ipg replaced. Therapy has been restored.